Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while setting up the continuous glucose monitor, the customer was not wearing the pump and due to not paying attention to the blood glucose (bg) level, it went high (278 mg/dl). A bolus via the pump was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot.